Event description:
Outpatient presented for colonoscopy & hot biopsy. History of polyps. Pt had a small cecal polyp removed. Appeared to tolerate procedure well. Bicap ii used during procedure. Set a 15. Dr did not see a white burn. Machine reset to 20 watts & burn noted, biopsy obtained. Pt discharged pt returned to ER the following day & found to have a perforated colon. Taken to surgery & wedge resection of ascending colong done & colorrophy & incidental appendectomy. Physician questioned whether the bicap was working appropriately.